Event description:
It was further reported that the patient was hospitalized and reprogramming was performed. It was also reported that the failed alpc was due to patient condition.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 5076-52 lead, implanted on (B)(6) 2016.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced pain and reported that the implantable pulse generator (ipg) may have fired yesterday. The right atrial (ra) lead exhibited undersensing on current and stored electrograms (egm) with falsely classified termination of ongoing atrial arrhythmia and inappropriate atrial pacing. The ra lead also exhibited high thresholds and failed a position check. The right ventricular (rv) lead exhibited undersensing and high thresholds also. The ipg system remains in use. No further patient complications have been reported as a result of this event.